Event description:
Additional information was received, it was reported the patient was instructed to get a surgical consult on the day the patient was reprogrammed on february 21. The representative programmed around the impedances to provide relief in the interim.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the issue of the patient not being able to use the ¿auto-adjusting¿ setting was resolved. Rep met the patient at her doctor¿s office for a reprogramming. At that time, rep noticed that the program she was trying to make an adjustment on, had a high impedance, therefore interfering her from using the auto adjust setting. Rep reprogrammed the patient and provided her with new settings to help cover her pain. At the end of the session, she was able to utilize the auto adjust setting. Rep provided her with heir contact information for follow up questions/ reprogramming. All information was discussed with her pcp as she is still establishing pain management care in this area. Rep will continue to follow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the system is auto adjusting. The patient said their spinal cord stimulator is not working properly. Additional information was received from the manufacturer representative (rep). It was reported that the patient was receiving settings cannot be achieved so could be simple oor. They said adaptivestim was most likely not enabled. The rep is wanting to see the patient in office. The issue has not been resolved. The rep noted they will be meeting with the pt as soon as possible to reprogram and do a diagnostic check.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.